Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the first follow-up post implant, the device displayed a low battery voltage. Technical support was contacted and premature battery depletion was suspected. Device explant is anticipated, further information was requested but not received. The patient was in stable condition.

Event description:
During the first follow-up post implant, the device displayed a low battery voltage. Technical support was contacted and premature battery depletion was suspected. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
The field complaint of premature depletion was confirmed. The device was received with no output or telemetry. Longevity assessment found the implant duration did not meet the projected longevity indicating premature depletion. After cutting open the device, the battery was found at end of life. After replacing the battery, the device image was found to be corrupted. Testing of the hybrid revealed no high current. The battery was sent to the supplier for analysis and no defect was found that could contribute to premature depletion. The cause of the premature depletion could not be determined.